Event description:
Customer reports upon receipt of the instrument, a note from was found in the box stating there was an error with the instrument. No injury was reported with this event.

Manufacturer narrative:
An instrument previously returned to the manufacturer for repair was shipped to a different customer before any repair was performed at the distribution center. Customer confirmed that the instrument reported an e60 error when plugged in. This was the error message identified in the note by the original owner. Customer reported that they have no knowledge of any biohazard exposure from the instrument and were provided a working instrument. Instrument in question was returned to manufacturer for repair.